Manufacturer narrative:
The insulin pump was received with critical pump error and broken force sensor due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It reported that the insulin pump just stopped working and received pump error. The customer's blood glucose level was 9.6 mmol/l. The customer stated they are not able to rewind the insulin pump. Insulin pump will not returned for analysis.